Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1500 ml dual-chamber eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The home patient (hp) noticed a white liquid on the primary over pouch but was unable to locate the source of the leak. This was identified prior to patient use. The bag was still used by the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.